Event description:
It was reported that during a thyroidectomy procedure, the device tested fine but when using the min and max button they both registered as the max button. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.